Event description:
The customer alleges that the temp probe had a connection failure. No report of a pt injury.

Manufacturer narrative:
(B)(4). Pt identifier. Prod usage was alleged defect was encountered is unk. The device sample was not returned for eval at the time of this report.